Event description:
It was reported via repair work order that the bed's brakes were not holding and the base required replacement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.